Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (front panel display not showing) was confirmed due to a faulty printed circuit board. In addition, the color bard displayed on the monitor screen instead of the endoscopic image, and there was an intermittent image and severe noise coming in the image from the digital visual interface output. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A field service engineer (fse) reported on behalf of the customer, that the front panel display was not showing on a visera elite ii video system center. The event occurred during maintenance. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the event occurred due to a defect of a printed circuit board. Olympus will continue to monitor field performance for this device.